Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked in the lower fold of the bag. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was received for evaluation. During visual examination, and functional leak testing was performed which observed a leak coming from the port seal tube. The reported condition was verified. The cause of the condition was due to machine failure during sealing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.